Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. Symptoms reported pain, fever, a burning sensation at the site and chills. The patient was taken to the emergency room (ER) and diagnosed with cellulitis. He was prescribed cephalexin (500mg, to be taken 5 times daily) and released from the ER same day. After going home and taking 6 doses of the prescribed oral antibiotics, symptoms began to worsen and patient was taken to the hospital and admitted the following day. A blood glucose level of 253 mg/dl was also reported following admittance. Patient was being treated with the following medications intravenously: tylenol, oxycodone and ibuprofen; x-rays were also scheduled to be performed and patient remained hospitalized at the time of reporting. This pod was removed and discarded prior to initial ER visit.